Manufacturer narrative:
The device was returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days for receipt.

Manufacturer narrative:
A diagnostic angiogram was performed due to the suspicion of an aneurysm. A 4f tempo catheter was placed into the right common carotid artery and the physician injected contrast media through the catheter with a hand syringe. During this procedure, the tip of the catheter separated and was flushed into the external carotid artery where it became lodged. The patient was given sedation, and the physician was able to retrieve the catheter tip with a 6f guiding catheter. There were no anomalies noted with the device prior to use or during prep, and the catheter tip had not been manipulated prior to use. No resistance or kinking was noted prior to the separation. A 4f tempo catheter with the separated tip (1 unit of each) was returned for analysis. The catheter was received coiled inside a plastic bag and the tip into an unknown y connector. Blood residues were present. The separation was noted between the distal tip and intermediate tip fusion. Sem analysis was performed and elongations could be observed through the whole circumference of the distal and intermediate tips; also the surface presented evidence of fusion (cone down shape). Elongations are a characteristic that suggest possible stretching. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure since no mechanical surface damage was observed. The exact cause of the separation could not be conclusively determined. The outer and inner diameters were measured next to the separation area of the distal tip and proximal tip, and were found within dimensional specification. In addition, a sample of 130 units from this lot was tested for pull test on the distal and proximal tip fuse; all of the samples were within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed; this type of failure can be manufacturing related. The product's process (B)(4) states that tip separation should occur at a rate of less than (B)(4). The current rate of tip separation over the past year for diagnostic catheters is (B)(4), therefore, the failure rate is less than the rate anticipated in the product's risk management documentation. An investigation has been opened to address this type of failure on diagnostic catheters and determine the cause of the failure and the need for further action. A 4f tempo catheter with the separated tip (1 unit of each) was returned for analysis. The catheter was received coiled inside a plastic bag and the tip into an unknown y connector. Blood residues were present. The separation was noted between the distal tip and intermediate tip fusion. Sem analysis was performed and elongations could be observed through the whole circumference of the distal and intermediate tips; also the surface presented evidence of fusion (cone down shape). Elongations are a characteristic that suggest possible stretching. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure since no mechanical surface damage was observed. The exact cause of the separation could not be conclusively determined. The outer and inner diameters were measured next to the separation area of the distal tip and proximal tip, and were found within dimensional specification. In addition, a sample of 130 units from this lot was tested for pull test on the distal and proximal tip fuse; all of the samples were within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
A diagnostic angiogram was performed due to the suspicion of an aneurysm. A tempo 4f vertebralis catheter (100cm) was placed into the right common carotid artery. The physician injected contrast media through the catheter with a hand syringe (accupack 300). During this procedure the tip of the catheter separated and was flushed into the external carotid artery where it became lodged. The patient was narcotized and the physician was able to retrieve the catheter tip with a 6f guiding catheter. The device had appeared normal prior to use and during prep and had not been manipulated. No resistance or kinking were noted prior to the separation.